Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1-phone: (B)(6) . G4 - PMA/510(k) #: exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported during a transurethral lithotripsy procedure, the ncircle tipless stone extractor was inserted into the scope channel; the basket did not open and close normally and its use was discontinued. Another device was used to complete the procedure. A laser was not used while the basket was in use. There was nothing in the patient´s anatomy keeping the basket from opening or closing. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d8, h6: medical device problem code (annex a), component code (annex g). Investigation evaluation. Description of event: it was reported during a transurethral lithotripsy procedure, the ncircle tipless stone extractor was inserted into the scope channel; the basket did not open and close normally and its use was discontinued. Another device was used to complete the procedure. Prior to use, its unknown if the customer inspect or test the stone extractor. A laser was not used while the basket was in use. There was nothing in the patient´s anatomy keeping the basket from opening or closing. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned in an open package with label. Visual exam noted the support sheath is severed 1 mm from the male luer lock adapter. 4 cm of the cannulated handle/coil is exposed. The exposed cannulated handle/coil is kinked. It's possible to the device became kinked when returned for evaluation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The product IFU was reviewed and provides the following information to the user: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The support sheath has separated adjacent to the handle which causes a loss of function of the basket. Cook has concluded a cause of the damage cannot be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.